Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a loss of therapeutic effect with loss of bladder control; they were urinating every hour. The event occurred following an implant and following a fall. The pt was having symptoms prior to the fall, but then he had a bad fall on the ice which was on the opposite side of the implant. Additional info was requested.